Event description:
The customer reported reported a leak in the secondary mode area of the lh 500 hematology analyzer. The volume of the leak was not specified but the customer indicated that the leak was not contained within the instrument and fluid leaked onto the counter. The customer reported noticing the leak when switching from primary mode to manual mode. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer stated that quality control (qc) results were in range at the time of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the rinse block was not adjusted properly in its bracket and the probe was not moving all the way down, causing a leak at the probe. The fse re-adjusted the probe wipe rinse block and the instrument ran without any leaks. The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode of the leak is attributed to the rinse block not adjusted properly in its bracket. (B)(4).